Event description:
It was reported that a venotomy closure of the right popliteal vein was attempted with a proglide device using the pre-close technique prior to an interventional deep vein thrombosis (dvt) treatment procedure via an 8f sheath. Reportedly, during step 2, the plunger was stuck and unable to deploy. Then, there was difficulty removing the device from the anatomy; the device was pulled from the anatomy against notable resistance. Upon removal, it was noted that the needle itself had broken in half. An x-ray was performed and the separated needle tip could not be found. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 24f and the dvt procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier - against resistance. H6: device code 1494 clarifier - incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported plunger deployment issue could not be confirmed/tested because the plunger was not returned for analysis. The tip separation was not confirmed. Difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The proglide device was used in the right popliteal vein. It should be noted that the electronic perclose proglide instructions for use (IFU) states: the perclose proglide suture-mediated closure (smc) system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedure. It is unknown if the IFU violation contributed to the reported difficulties. It was also reported that the device was removed against resistance. The IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.